Manufacturer narrative:
Additional information b5: there was one similar leak. Which occurred, previously. But, no other information was recorded. Provided in regulatory report # 9612164-2023-02821. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the device leaked while priming. The pre-bypass filter was found to have a leak in the seal and was allowing some air to be entrained. Each time the customer deaired it, air would enter through the filter again. It did not impact the procedure or case at all. The device was replaced prior to initiation of bypass. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the leak is along the seal of the actual filter. Medtronic received additional information that there was no patient blood loss. No transfusion was required as a result of the leak. Medtronic received additional information that no level of suction or venting was used, the pre-bypass filter (pbf) is only used during priming and then is removed. A bubble detector or bubble counter was not used. The pbf is only used during priming. It is located in the venous line so any air that would have been entrained because of the leak would have been purged into the venous line and into the open reservoir. It would not pass through the circuit. The purge line was open.

Manufacturer narrative:
Device evaluation summary: the device was connected to an air source and the device was pressurized to approximately 600 mmhg and when placed under water there was a leak observed from the inlet connection. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing the inlet tubing separated from the device. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.